Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
This report is submitted on 15 july 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with another cochlear device during the same surgery.